Event description:
Deflation of left breast implant, followed by bilateral removal and replacement with mentor. Bilateral realtive mammary hypoplasia with bilateral grade iii capsular contracture, followed by bilateral capsulotomies.